Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrail lead had low impedance, high atrail capture. And had triggered the patient alert. The lead was removed and replaced. No patient complications have been reported as a result of this event.